Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases, wear abrasion and voids) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "tissues are so thin" as no device related, "implant sitting lower on the chest wall", "exchange to smooth implants" and "few folds". This record is for the right side. The device was explanted. Patient have a thyroid disorder, high cholesterol and had a shoulder surgery.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
Clarification h6: e2402 is to capture "right implant does sit lower on the chest wall". A review of the device history record has been completed. No deviations or non-conformances noted. The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "tissues are so thin" as not device related, "implant sitting lower on the chest wall", "exchange to smooth implants" and "few folds". This record is for the right side. The device remains implanted.